Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported customer was unable to test due to the adc freestyle libre 2 reader not powering on with button press or test strip insertion. Customer experienced hypoglycemia and required treatment of glucose tablet and glucagon injection provided by a third party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported customer was unable to test due to the adc freestyle libre 2 reader not powering on with button press or test strip insertion. Customer experienced hypoglycemia and required treatment of glucose tablet and glucagon injection provided by a third party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Visual inspection was performed and no issues were observed. Meter did not power on with button depression, test strip insertion or usb cable insertion. The reader was de-cased and visual inspection was performed and liquid contamination was observed. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported customer was unable to test due to the adc freestyle libre 2 reader not powering on with button press or test strip insertion. Customer experienced hypoglycemia and required treatment of glucose tablet and glucagon injection provided by a third party. There was no report of death or permanent impairment associated with this event.